Event description:
It was reported that a replacement was performed on (B)(6) 2010 due to lead migration. The lead was removed. The new device was turned on (B)(6) 2010, but the patient's tremor continued. On (B)(6) 2010, it was reported that another "wire was put back in on the other side." The tremor still continued. On (B)(6) 2011, impedance checks were performed and within normal limits. It was noted that the wire does not work on or off; the reason why was unknown. There was no appreciable different in the tremor with reprogramming. On (B)(6) 2012, the patient had the devices replaced. The concerns were being resolved, but the device had not been turned on at the time of the report.

Manufacturer narrative:
Lead model 3387s-40 lot v054407 implanted: (B)(6) 2008 explanted: unk. Extension model 7482a66 serial (B)(4) implanted: (B)(6) 2008 explanted: na. Adaptor model 64001 lot n259672 implanted: (B)(6) 2010 explanted: (B)(6) 2012. Programmer model 37642 serial (B)(4).